Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-dec-19. It was reported that the rep spoke with the hcp on (B)(6) 2018, after the hcp saw the patient on (B)(6) 2018. The hcp stated that ¿the catheter was the cause,¿ and when it was moved down the issue resolved. The device remains implanted and in service. The information was confirmed with the account. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml morphine at 1.75 mg/day. The reason for use was not reported. It was reported that the patient had difficulty with urination. They are unsure of the date the difficulty/symptoms began, but said she did not have difficulty prior to the catheter revision on (B)(6) 2018. The cause of the event is undetermined. Troubleshooting included, per the healthcare professional (hcp), medication was changed to normal saline with no change in symptoms (changed back to morphine). Symptoms resolved when the hcp turned off the pump. Actions that were taken to resolve the issue included the patient being brought to the operating room and the hcp moved the catheter down in the intrathecal space (1-1.5 vertebral bodies). It was unknown if the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.